Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was unable to be confirmed, because key components were not returned with the device, the scope of this investigation was very limited. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that cuff misses occurred during suture placement with two proglide devices in the moderately calcified and mildly tortuous right common femoral artery using the preclose technique prior to a balloon valvuloplasty procedure. The arteriotomy was 6f and then upsized to a 14f for the interventional procedure. Reportedly, the first proglide suture was deployed successfully. A second proglide device was deployed but a cuff miss occurred. A third proglide device was used with the same results. The cuff misses were suspected to have occurred due to the calcium present in the vessel at the access site. A fourth proglide device was successfully deployed. The interventional procedure was completed and hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.